Manufacturer narrative:
(B)(4). Batch # n92169. Investigation summary: the device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. (B)(4).

Event description:
See attached user facility (B)(4).